Manufacturer narrative:
Reported event: inspected per tsp-0011 emax 2 anspach made loud squealing noise started to overheat and smoked. Return to vendor method & results: device evaluation and results: device evaluation was performed and the anspach emax 2 plus burr motor event was confirmed. Device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding locking mechanism failure of p/n 110940 s/n(B)(4). There have been no other events for the referenced serial number. Conclusions: the anspach motor is an OEM device. Upon receipt, the device was evaluated per (B)(4) anspach emax 2 plus burr motor and the reported event was confirmed.

Event description:
The surgeon was scheduled to perform a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). Prior to the case during system check the burr motor began smoking.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was scheduled to perform a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). Prior to the case during system check the burr motor began smoking.